Manufacturer narrative:
The device was not provided for investigation. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided angiographic material was reviewed. The provided angiographic material was reviewed by a medical affairs expert. The images of the baseline procedure show the pre-dilatation of the target lesion as well as the inflation of the complaint stent. In the angiographic material of the follow-up procedure the stent thrombosis is visible. The physician performs balloon dilatations and thrombus aspiration. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no manufacturing related root cause could be identified. There are number of factors contributing to stent thrombosis. In the underlying case the physician noted that the in-stent thrombosis may have occurred due to insufficient stent expansion or antiplatelet drug resistance.

Event description:
The orsiro drug-eluting stent system was selected for use. The orsiro was initially deployed in the distal rca due to an in-stent restenosis during the index procedure on (B)(6) 2016. On (B)(6) 2019 the patient returned with symptoms, an angio was done and an in-stent thrombosis detected.